Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 04/17/2009. Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips, due to the jaws condition, in addition the orange indicator did not show up completely. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.